Event description:
A medtronic representative reported a vertek arm that was worn with age and does not tighten down fully. The site requested a replacement device. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative confirmed there have been no issues/effects on any surgical procedures or patients. Suspect device has not been returned to manufacturer for further evaluation.